Event description:
It was reported that the field representative called for review of device strips. Technical services (ts) reviewed the strips and found the patient was in ventricular fibrillation (vf). It was noted that the patient was sitting and getting shocked. The health care professional (hcp) noted there were no arrhythmias on the external monitor. Ts informed the strips were confusing because the delivered shock makes the shock electrogram (egm) too small to evaluate. Ts believed the right ventricular (rv) lead was dislodged. It was suspected that the patient was going into a short burst of atrial fibrillation (af). Ts discussed troubleshooting, getting an x-ray, and turning tachy therapy off. When the representative checked the device, the patient was in a sinus rhythm however, the strips on the egm still looked like vf. Tachy therapy was programmed off. Now, there was a drop in r waves and pacing impedances went down to 54 ohms. An x-ray and echocardiogram were performed and confirmed the lead was dislodged. Therapy remained disabled. The shocks the patient experienced were determined to be inappropriate due to atrial fibrillation (af) picked up from the dislodged rv lead in the atrium. Subsequently, a lead revision was performed, and the patient was upgraded to a dual chamber implantable cardioverter defibrillator (ICD). The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing a correction report to correct field h6 patient codes.

Event description:
It was reported that the field representative called for review of device strips. Technical services (ts) reviewed the strips and found the patient was in ventricular fibrillation (vf). It was noted that the patient was sitting and getting shocked. The health care professional (hcp) noted there were no arrhythmias on the external monitor. Ts informed the strips were confusing because the delivered shock makes the shock electrogram (egm) too small to evaluate. Ts believed the right ventricular (rv) lead was dislodged. It was suspected that the patient was going into a short burst of atrial fibrillation (af). Ts discussed troubleshooting, getting an x-ray, and turning tachy therapy off. When the representative checked the device, the patient was in a sinus rhythm however, the strips on the egm still looked like vf. Tachy therapy was programmed off. Now, there was a drop in r waves and pacing impedances went down to 54 ohms. An x-ray and echocardiogram were performed and confirmed the lead was dislodged. Therapy remained disabled. The shocks the patient experienced were determined to be inappropriate due to atrial fibrillation (af) picked up from the dislodged rv lead in the atrium. Subsequently, a lead revision was performed, and the patient was upgraded to a dual chamber implantable cardioverter defibrillator (ICD). The lead remains in service. No additional adverse patient effects were reported.